Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that prior to a procedure, that the packaging was defective and concern for sterility. There was no patient or case involved. Tech brought into materials office to report defective packaging. No other info given. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m53y87. The analysis results found that a tlc75 device was received in good condition outside its original packaging; only the tyvek was returned. Upon visual inspection, it was noted that the tyvek was delaminated. The area of the delamination of the tyvek does not impair instrument removal. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.